Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician opened the universa soft ureteral stent set and found a fissure in the front end of the stent. As a result, the physician used another new universa soft ureteral stent set to finish this medical procedure (ureterorenoscopy). The complaint product did not come in contact with the patient.